Event description:
Customer called to report that the insulin pump had been exposed to a cat scan and wanted to have the devise replaced. Customer stated that the screen went blank after an MRI. Customer reported that she is experiencing high blood glucose levels. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.